Event description:
It was reported that after a hypoglycemic episode treated by the caregiver, the patient experienced rebound hyperglycemia with readings up to approximately 400 mg/dl on the ilet; during troubleshooting a supply change revealed the insulin vial was empty, the caregiver completed a proper supply change with reconnection, and the device continued to deliver correction doses with no observed leaks or kinks. Symptoms included hypoglycemia followed by hyperglycemia. Outcomes included no health consequences and minor illness or impairment with unexpected medication intervention. Investigation included communication with the caregiver and analysis of user-provided information. Investigation of this case revealed no device problem, a usage problem identified related to improper or incorrect procedure during the supply change, and no applicable device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.

Manufacturer narrative:
Initial.